Manufacturer narrative:
A ge representative evaluated the system and repaired the loose handle and replaced the x-ray tube. There was no mention of evaluation or repair of the joystick problem, but it was reported the system has been repaired.

Event description:
The customer reported problems with the joystick, a high voltage failure, and a loose handle. No pt injury was reported.